Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the right ventricular (rv) lead had a decreased sensing value and decreased impedance. Diagnostic imaging revealed that the rv lead had dislodged. The lead was repositioned successfully and the patient was stable with no consequences.